Manufacturer narrative:
As reported, there was a hematoma with use of the mynx grip vascular closure device 5f. There were no reported patient injuries. Additional procedural details were requested but are unknown. After receipt of the complaint it was observed that the device was used after its' expiration date. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with stopcock open, the procedural sheath was fully retracted, the sealant and the advancer tube were observed to have remained in the manufactured position as received. It was noted that the sealant was exposed to blood and the grip tip of the sealant adhered to the catheter outer shaft which prevented the shuttle from advancing distally. The condition of the returned device indicates a device failing to deploy. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The grip tip of the sealant was removed from the catheter¿s outer shaft, and the shuttle down procedure was simulated without any issue. The advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1712304 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. However the condition of the returned device suggests that a ¿sealant failure to deploy¿ occurred due to a blood soaked sealant found attached to the device, which was not provided in the description, and the device was confirmed to have the ¿expiration date exceeded¿ when used. Based on the limited information available for review and product analysis, handling factors (such as incomplete engagement of the advancer tube) may have contributed to the sealant not being deployed at the arteriotomy properly leading to the hematoma reported as evidenced by the adhered sealant. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Additionally, expired product factors can also alter the effectiveness of the sealant. The hematoma reported could not be confirmed without procedural images, and no determinations could be made. According to the product instruction for use, which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Furthermore, the IFU recommends that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ additionally, the IFU states, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ the IFU also discloses that the mynxgrip will be operable during normal and proper use and prior to its expiration date. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, there was a hematoma with use of the mynx grip vascular closure device 5f. There were no reported patient injuries. Additional information was received from the product evaluation stating that the condition of the returned device indicates failure to deploy.the device will be returned for analysis. After receipt of the complaint it was observed that the device was used after its' expiration date.additional procedural details were requested but are unknown.